Event description:
It was reported by a company representative that a patient¿s vns had high lead impedance the same day of a replacement surgery. It was reported that tests in the operating room were okay. The impedance value at surgery was noted to be ¿higher than normal¿, but within normal limits. The surgeon did not notice a fracture. Follow-up from the surgeon indicated that x-rays were taken. At surgery, the pin was inserted completely into the generator. Impedance with the generator inserted into the pocket, just before skin closure was within normal limits. X-rays of the device were received and reviewed by the manufacturer. The generator is placed normally in the left anterior chest. The filter feedthrough wires appeared intact. The connector pin did not appear to be fully inserted into the connector block. A strain relief bend was present. There were no apparent sharp angles or discontinuities in the portions of the lead able to be seen on the images. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the company representative provided that on a subsequent diagnostics check the lead impedance was still high.

Event description:
Lead pin revision surgery occurred, and was reported to be successful.